Manufacturer narrative:
The customer called into technical support and ordered a foot pedal. A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported to a company service rep that during a case an error code was received. The doctor had to do an extracapsular cataract extraction (ecce) and cancel cases for the rest of the day. The customer reported the pt is fine and there was no harm. Additional info was received: the scrub tech reported this event occurred before surgery. One pt was prepped and all four cases were canceled. There was no pt harm.